Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A patient implanted for gastric stimulation and spinal pain reported that there was a blank implantable neurostimulator recharger (insr) screen. Twice it came on but then it shut off again. The insr would not charge. There was a light on the desktop charger (dtc) and the connector pin was not loose or broken. The implantable neurostimulator (ins) had been depleted for about a week. No symptoms reported. This occurred in (B)(6) 2015. On (B)(6) the patient additionally reported the power cord from the wall wasn't charging the recharger, but they didn't realize it until they received the new charger. It was further reported the connector was loose. No patient harm reported.